Event description:
Customer's spouse called to report high bgs. It was stated that the meter was reading high bgs. Troubleshooting could not be performed at the time of call. Customer's spouse beleived that the device was not performing properly and is interested in having a replacement pump.